Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hospital and ended use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4) - 01/2012 (reuse); electrode belt sn (B)(4) - 07/2011(reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) male pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The pt was treated twice while in a sinus rhythm with nose at 22:33:03 and 22:33:40. The post-shock rhythm of the first treatment was unable to be positively identified due to noise and artifact. The post shock rhythm of the second treatment was sinus bradycardia. The response buttons were not pressed during the entire event. The pt was taken to the hospital and ended use of the lifevest.